Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that the medical team had a hard time going transeptal. They also did not give heparin. They pulled the "trupulse" catheter out of the left atrium and there was no clot was on it. They gave heparin and then waited for a therapeutic act (activated clotting time). They started ablation and the patient had bradycardia and hypotension. They gave meds and paced the patient. They finished the procedure and later using ultrasound found a pericardial effusion. Pericardiocentesis was attempted but not successful. Patient was moved to another hospital. A procedure to get the fluid out was performed. Patient transferred to another hospital because there weren¿t long enough needles for the drainage. Patient did have extended hospital stay to be monitored. Physician thinks the adverse event could¿ve happened during transseptal puncture. Thinks the needle may have nicked the posterior wall or left lateral side of the atrium. It was believed there was a perforation on the left lateral side. However, ablation was performed prior to noting the pericardial effusion.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product investigation was completed as the complaint device had been discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).